Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 515 mg/dl at the time of hospitalization. The customer reported experiencing high blood glucose for two days prior to being hospitalized. Customer stated they experienced nausea, vomiting, body aches, frequent urination and headaches from their blood glucose. The customer was treated with fluids and potassium. It was also found the customer had ketones and was dehydrated from their blood glucose. The customer also reported experiencing a no delivery alarm and a bent cannula with the infusion set previously. Troubleshooting found the drive support cap was not damaged on the insulin pump. Customer's current blood glucose was 109 mg/dl. The customer declined to return the insulin pump for analysis.